Event description:
On (B)(6) 2010, the patient reported he noticed an air bubble in the insulin cartridge of his infusion device. He stated he changed the cartridge last night. The patient was instructed to disconnect from his infusion headset and prime with his device held up right. He did so and was able to successfully prime the air bubble out and reconnected to his headset. He stated he uses room temperature insulin to fill the cartridges but does not adjust the piston rod. The importance of doing so was reviewed with the patient. The proper 'change cartridge' procedure was reviewed with the patient. He said this morning he felt as though the luer lock was not on tight enough. He was advised the luer lock should be finger tight. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.